Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is not pacemaker dependent. No intervention was performed to resolve the event, and the patient was in stable condition.